Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on (B)(6) 2017, omsc confirmed that the coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The following details are found in the instruction manual as warning: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a laparoscopic assisted supracervical hysterectomy, the subject device was used. The piece of the top broke off. The broken piece of the subject device was retrieved from the patient. The procedure was completed with a similar device. There was no patient injury reported. On (B)(6) 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of the subject device was partially missing, and the coating on the outer surface of the jaw was partially come off. This is the report regarding the coating damage of the subject device. The report regarding the ptfe pad damage is going to be separately submitted.